Manufacturer narrative:
H10: manufacturing review: a manufacturing review was not required as this is the only complaint reported to date for this product and lot. Investigation summary: one rival pta dilatation catheter has been received for the evaluation. On the visual evaluation, the device was noted to be bloody. No kinks noted to the catheter shaft, no anomalies to the luers and y-body. On the functional evaluation, the balloon was inflated using an inhouse presto inflation device. Then the water starts leaking from the ruptured region of the balloon. Under the microscopic observation, the pinhole rupture was noted on the balloon. No other functional testing performed. Therefore the investigation for the reported balloon rupture was confirmed as the pinhole rupture was noted under the microscopic observation. The investigation for the reported leak was also confirmed as the water starts leaking from the ruptured region of the balloon upon inflation. A definitive root cause for the reported balloon rupture and leak could not be determined based upon the provided information. Labeling review: a review of product labeling documentation (e.g., procedural instructions, indications, warnings, precautions, cautions, possible complications, contraindications, nursing guide, and unit label) did not find any product labeling inadequacy. H10: d4 (expiry date: 11/2023). H11:section a through f - the information provided by bd represents all of the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bd.

Event description:
It was reported that during an angioplasty procedure, the pta balloon allegedly ruptured at 10 atm and the contrast agent leaked from the balloon. It was further reported that the procedure was completed using another device. There was no reported patient injury.

Event description:
It was reported that during an angioplasty procedure, the pta balloon allegedly ruptured at 10 atm and the contrast agent leaked from the balloon. The procedure was completed using another device. There was no reported patient injury.

Manufacturer narrative:
H10: manufacturing review: a manufacturing review was not required as this is the only complaint reported to date for this product and lot. Investigation summary: the physical device was not returned for evaluation. No photos were provided for review. Therefore, the investigation is inconclusive for the reported failure as no objective evidence was provided for review. A definitive root cause for the reported balloon rupture and leak could not be determined based upon the provided information. Labeling review: a review of product labeling documentation (e.g., procedural instructions, indications, warnings, precautions, cautions, possible complications, contraindications, nursing guide, and unit label) did not find any product labeling inadequacy. H10: b5, d4 (expiry date: 11/2023), g3, h6 (device) h11:section a through f - the information provided by bd represents all of the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bd.

Manufacturer narrative:
As the lot number for the device was provided, a manufacturing review will be performed. The sample was not returned to the manufacturer for inspection/evaluation. Therefore, the investigation of the reported event is inconclusive. Based upon the available information, the definitive root cause for this event is unknown. The instructions for use is adequate for the reported device/patient code(s) and provides general instructions for use, as well as warnings, precautions and potential complications associated with the device. Upon receipt of new or additional information, a follow-up report will be submitted as applicable. (Expiry date: 11/2023).

Event description:
It was reported that during an angioplasty procedure, the pta balloon allegedly ruptured at 10 atm. The procedure was completed using another device. There was no reported patient injury.